Event description:
Related manufacturer reference number: 2017865-2022-15242 it was reported that an asymptomatic patient presented to the clinic with episodes of right ventricular lead noise resulting in oversensing on 25 may 2022. An abnormal sudden drop in the lead's pacing impedance was also noted on a transmission from 06 jul 2022. No intervention was reported to address either issue on the lead. It was also reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. The patient was stable throughout.

Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.

Event description:
New information received notes that there was loss of capture noted on the right ventricular (rv) lead.